Manufacturer narrative:
Product was returned inspected, tested and found to be working within nuvasive specifications. The procedure was aborted and another manufacturers product was utilized. The patient is reportedly doing well. The root cause was undetermined at this time. Labeling review: "the pulse system is to be used only as an adjunct to medical judgment and appropriate surgical practices. Dilator insertion and advancement should be conducted only after careful analysis of radiographic images of the operative target area. Do not advance dilator probes until all available data have been considered." "Applying excessive force to the instrument arrays when tracking their locations can result in inaccurate measurements due to deflection of the instrument, do not apply excessive force to the instrument arrays. The accuracy of data acquisition can be influenced by the rotation of the passive reflective array relative to the camera. Cameras should be placed such that a direct line of sight to the operative area is established."

Event description:
It was reported during a procedure one of the arrays inaccurate and patients pedicle at l4 left side was breached.